Manufacturer narrative:
Evaluation summary: the condition of a defective user interface module printed circuit board (uim pcb) was confirmed. Failure code 703 in event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the compliant history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
During product evaluation, the pump¿s user interface module printed circuit board (uim pcb) was found to be defective. There is no patient injury of medical intervention necessary according to the hospital representative. No additional information was available. This MDR is being submitted for the colleague 3cx volumetric infusion pump, catalog number 2m8163, as the colleague cxe infusion pump, catalog number 2m9163, is the same or similar to the us 2m8163.